Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the clinic with wound dehiscence and developed an infection at the implanted device pocket site. The physician explanted implantable cardioverter-defibrillator, left ventricular lead, and atrial lead due to an infection. The right ventricular lead was capped on (B)(6) 2025 because it could not be removed from the patient's body. The patient was in stable condition.